Manufacturer narrative:
Correction on analysis narrative: the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a telemetry anomaly. The device was tested on the bench and it was noted the telemetry anomaly was caused by an anomalous component on the hybrid. The cause of the bvvi was due to an anomalous component on the hybrid.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to two event queue overflow resets that occurred within 32 second of each other during attempted communication between the device and merlin@home system. The cause of the bvvi was an anomaly within the rf ic circuitry.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving several inappropriate shocks. The device was found to be in backup vvi reset mode. Numerous attempts were made to get the device out of bvvi reset mode with no success. The patient was admitted with a magnet taped over the ICD to prevent additional inappropriate therapies. The patient was stable throughout the device interrogation. The following day, a firmware download was successfully performed restoring the device from the bvvi reset mode. Prior to getting it out of the reset mode, numerous attempts were made to save a device image but all images were found corrupted. The decision was made to explant the device with no adverse consequences to the patient.